Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp) received on (B)(6) 2023, it was confirmed that the 35v failure was resolved and the device is now normal. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 18jul2023, it was stated that the power management (pm) printed circuit board assembly (pcba) was provided to the customer and that service was completed on 04jul2023. It was not confirmed that the device issue was resolved or that the device was returned to use. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had a 35 volt malfunction. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed authorized service provider (asp) that the device was unable to boot up intermittently. The asp advised the customer that the device would have service implemented to replace the 4th generation power management (pm) printed circuit board assembly (pcba). Good faith efforts (gfes) are being completed to confirm that the part has been replaced and the issue has been resolved. This investigation is ongoing.